Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that before the surgery, when packaging (did not use) was opened, it was noted that the inner packing was damaged and there are slight scratches on product. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary ==> inner packing damaged&slight scratch. It was reported that before the surgery, opened the packing (did not use), noted the inner packing was damaged (as the photo shows), and slight scratches on product. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the package of the delta cer head 12/14 32mm +1 was already opened, evidence of manipulation was found on the inner package, specifically the tyvek pouch, which was found partially opened. The ceramic head exhibited signs of what appears to be metal transfer in the bottom surface of the insertion hole that indicates attempts of implantation, with the provided evidence the reported allegations cannot be confirmed. With the available information, it is not possible to determine the cause of the observed condition of the device. However, it is suspected that the material transfer was due to attempts of implantation and contact with surgical instruments. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +1 product code: 136532310 lot number: 4487038 and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +1would have not contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +1 product code: 136532310 lot number: 4487038 and no non-conformances or manufacturing irregularities were identified. Device history review ==> a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +1 product code: 136532310 lot number: 4487038 and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary inner packing damaged&slight scratch. It was reported that before the surgery, opened the packing(did not use), noted the inner packing was damaged(as the photo shows), and slight scratches on product. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment pc-(B)(4). The photo investigation revealed that the shrink-wrap plastic was torn and partially open, also the outer packaging was reclosed using standard office tape placed across the end of the carton over the label. The tape found on the carton is not part of the product packaging and was applied after the product left the manufacturing site and distribution center. Therefore, no evidence suggests an error in the manufacturing that could be a contributing factor in the reported allegations. The evidence suggests the device had been sealed and packaged at the manufacturer prior to when it was opened. Furthermore the ceramic head exhibited signs of metal transfer in the bottom surface of the insertion hole that indicates attempts of implantation. With the available evidence the reported allegations cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +1 product code: 136532310 lot number: 4487038 and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +1 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +1 product code: 136532310 lot number: 4487038 and no non-conformances or manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 32mm +1 product code: 136532310 lot number: 4487038 and no non-conformances or manufacturing irregularities were identified.